Manufacturer narrative:
Lot and serial number of the disposable devices not provided by the complainant, therefore, the expiration dates are not known. The devices are not being returned, therefore, a failure analysis of the complaint devices cannot be completed. Lot number not provided by the complainant, therefore, the MFR dates are not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the adiana system. If additional relevant info is received, a supplemental medwatch will be filed. Device history record (DHR) review could not be conducted for the disposable devices or the radio frequency generator as identification numbers were not provided by the complainant. (B)(4).

Event description:
Following an uneventful adiana permanent contraception procedure, the pt has had "constriction of her throat and chest pain". It was reported that the pt has seen a "pulmonary doctor and this doctor stated her symptoms sounded like [an] allergy reaction". We have been unable to obtain additional info surrounding this event.